Manufacturer narrative:
Visual inspection and functional testing was performed on one sample returned in used conditions inside in a plastic bag. The sample unit does not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Leak testing on the unit received was performed and the sample unit failed the leak test. The complaint is confirmed. The root cause was determined to be the cassette with leak in the bag was not properly segregated during leak test operation at the moment to re-tested the parts. A device history review was conducted which indicated all inspections were completed.

Event description:
It was reported that during preparation, three cassettes leaked inside the bag. No patient injury was reported.